Manufacturer narrative:
Continuation of d10: product ID 3037 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. The patient reported implant has been "like going off and on" and stated sometimes they don't feel anything and when they use the programmer "they notice it was off". Pt stated then when they use the programmer "then it starts again". Pt stated at time of the call they feel like implant is off as pt stated they do not feel anything and "it's not working". When agent asked for event date when pt noticed their implant was not working pt initially stated "it was like yesterday" as pt stated usually they feel a tingling in their leg with certain movements and pt stated they were not feeling it. When agent tried to clarify location pt is feeling stimulation pt stated since they got the stimulator when they turn on their ins they feel pulling in their foot. Pt stated due to this they can never use it really high as it cramps pt's foot. Pt later clarified theyhave felt stimulation in their bicycle seat area at a lower setting but when stim is set too high pt feels cramping in their foot. Pt stated they have noticed "in the past" when they are not feeling stimulation and they use the programmer it will come back on. Pt clarified when they do not feel stimulation and when they connect with their ins their implant is off and pt has to turn it back on. Pt stated they noticed this first started a few months ago. Pt stated they tried to use their programmer to connect with their ins to check their implant status due to this but reported their programmer will not power on. Pt stated they have replaced programmer batteries and confirmed they are using aaa duracell, standard, alkaline batteries in the programmer that are brand new batteries but stated programmer still will not power on. Pt stated they noticed starting yesterday that programmer will not power on. Pt removed/reinserted batteries on the call and stated programmer still would not power on. Reviewed programmer general use. Reviewed ins longevity/eos considerations. Pt stated they had an appointment "a while ago" and they were told their implant is good for another year or two years due to keeping stimulation at a lower setting due to information reported above so that extended the battery. Please note, agent had a very difficult time following pt throughout call and made best attempt to gather all relevant event information. Sent email to repair for programmer replacement per pt's request. Redirected pt to hcp if unable to connect with pt's ins with replacement programmer for hcp to check ins battery status. Caller called back to report that the replacement patient programmer was received and that they determined that the issue was with the batteries and not the patient programmer. Patient will be sending back the replacement that they received from repair. Emailed repair to let them know.